Manufacturer narrative:
The ge healthcare service technician replaced the power switch to resolve the issue. No report of patient involvement.

Event description:
The ge healthcare repair technician found that the power switch was defective. There was no report of patient involvement.